Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had oversensing of noise with sensing integrity counter (sic) on the right ventricular (rv) lead. The patient was undergoing lead replacement but developed an effusion so lead replacement was stopped. The lead was removed and will be replaced at a later date. No further patient complications have been reported as a result of this event.